Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had inserted a new sensor yesterday and her blood glucose started to go low 40 mg/dl. She treated with a glucagon shot. The customer declined performing troubleshooting for the low blood glucose. Customer is not returning the insulin pump for analysis.